Event description:
Reporter stated that a patient's blood glucose was tested on the suspect inform system with a result of 389 mg/dl. Three minutes later, patient's blood glucose was reportedly tested on a different inform system with a result of 95 mg/dl. Reporter did not indicate if patient's therapy was modified based on the value obtained on the suspect inform system. No associated injury was reported. The discrepant values were obtained in a hosp. Quality control testing had reportedly been performed on the suspect inform system and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.